Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported the device presented a failure, it doesn¿t alarm when blocked and rattle inside the unit was noticed. These event did not happen during therapy.